Manufacturer narrative:
D4 -UDI no. - not required for this product. The actual device was returned to the manufacturing facility for evaluation. Magnifying inspection of the adaptor revealed impressions generated by the forceps pinching force. The adaptor was noted to have been fitted to the luer obliquely. X-ray fluoroscopic inspection of the luer fitting confirmed that female and male components fitted to each other in the straight proper manner. An attempt was made to release the luer fitting of the two components. They were found to be fitting firmly. The luer taper of each luer component was checked for the angle and the dimensions at the joint part. Each component was verified to meet manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the luer components of the actual sample were pushed too tight or the adaptor was tightened firmly while connecting these components. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a bad connection in the capiox device. Follow up communication with the user facility confirmed the following information: during preparation, the customer wanted to connect a shunt sensor to the tube and found the lure joint would not separate; to avoid entrainment of air, the customer clamped the line and continued to use the device; the procedure was completed successfully; and the patient was not harmed.